Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer reported that due to this issue, the customer became hypoglycemic and required treatment by a healthcare professional. The customer stated they were unable to recall treatment details. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer reported that due to this issue, the customer became hypoglycemic and required treatment by a healthcare professional. The customer stated they were unable to recall treatment details. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. They were able to successfully receive high and low glucose alarms on ios version 16.3, fsll version 2.8.1and did not identify any issues with the freestyle librelink. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported to have received a "replace sensor" message. As indicated in the user manual for the application, a new sensor should have been applied and started. Successfully scanned a sensor using the ios version of the application and did not determine that the application was not functioning as intended. If the product is returned, a physical investigation will be performed and a follow-up report submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message with the adc device. The customer reported that due to this issue, the customer became hypoglycemic and required treatment by a healthcare professional. The customer stated they were unable to recall treatment details. There was no report of death or permanent injury associated with this event.